Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4). It was reported patient underwent a total hip arthroplasty on an unknown date. During post operative monitoring and testing, it was noted patient has elevated metal ion levels. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent a total hip arthroplasty on an unknown date. During post operative monitoring and testing, elevated metal ion levels and peri-prosthetic soft tissue abnormalities were noted. A simple fluid collection taken from the posterior lateral quadrant of the hip measured 25.9 x 34.1 x 32.2mm. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034- 2013-06009 & 2014-07248).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) post market surveillance study. It was reported patient underwent a total hip arthroplasty on an unknown date. During post operative monitoring and testing, elevated metal ion levels and peri-prosthetic soft tissue abnormalities were noted. A simple fluid collection taken from the posterior lateral quadrant of the hip measured 25.9 x 34.1 x 32.2mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. Additional information received from clinical study data noted that the patient underwent a right hip arthroplasty on (B)(6) 2008 during post operative monitoring and testing, groin pain was noted.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-07067.